Manufacturer narrative:
Section a4: pt wt has not yet been provided.

Event description:
It was reported that during the device revision, a port plug from the ipg remained in situ. Surgical intervention may be required in the future to remove the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.